Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose of over 800 mg/dl. The customer was experiencing unexplained high glucose for one day. It was stated that the events leading to her admission was thirst and dizziness. Troubleshooting was performed. The programming, time, and date were correct. Reviewed the alarm history and found a low reservoir alarm. It was stated that the customer did not change the infusion set to resolve the issue. The customer stated that the infusion set was removed at the hospital and noticed the cannula was bent, but she did not receive and no delivery alarms. Ran a fixed prime and high pressure test and they passed. No further information was provided.